Event description:
The customer reported getting a defib failure cycle power message.

Manufacturer narrative:
(B)(4): the customer reported getting a defib failure cycle power message. The unit was evaluated at philips. The symptom could not be duplicated, however, the error log showed multiple error 10021 entries supporting the defib failure cycle power message. The control pca was replaced due to these errors. The device was returned to the customer after passing all testing.